Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported there was no active irrigation during a cataract with intraocular lens implant (iol). The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
The system was examined and the reported event was confirmed and replicated. The company representative found a plastic substance obstructing the active irrigation door as it compressed to the home position. The company representative removed the plastic substance. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the plastic substance obstructing the active irrigation door. The manufacturer internal reference number is: (B)(4).